Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the central control monitor cable assembly to system 1 had two pins pushed in. Since the event occurred during routine testing, there was no pt involvement during this event.